Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted and the leads remained implanted with new device. The patient recovered and was in stable condition. Related manufacturer reference number: 2017865-2019-09485, related manufacturer reference number: 2017865-2019-09486, related manufacturer reference number: 2017865-2019-09488.